Event description:
The customer reported that an erroneous low glucose (glu) result with an instrument flag was generated from an au5400 clinical chemistry analyzer for a single patient. The instrument generated flag was a "g" flag denoting less than the lower dynamic range. The glucose dynamic range is ten to eight hundred mg/dl. Upon repeat, the sample recovered within the acceptable range of the assay. The customer did not disclose the actual value of the repeated results. No other chemistries were impacted/involved as part of this event. The initial, erroneous glu result was not reported outside the laboratory. There were no reports of death, serious injury or modification to patient treatment associated with this event. Reaction monitor information was reviewed by a beckman coulter inc. Representative and deemed to indicate no r2 reagent had been added to that particular testing. Service was dispatched.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) detected that the r2 probe alignment to the one hundred eighty milliliter reagent bottles needed adjusting. Reagent compartment probe alignment was performed. Upon completion of the necessary and verified repairs the instrument was returned back into operation. No further glucose issues were reported by the customer. The failure mode for this event is a r2 probe mis-alignment to reagent bottles in the r2 compartment.